Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No field actions/CAPA/eco has been identified for the reported failure in the complaint. The test and assembly process for products is controlled by production data system (pds) in an extent that secures that failing units cannot be released for delivery from solna, which allows to conclude that devices must have worked correctly at the time of dispatching the device. Msd-0037 procedure describe process of releasing of finished device. Finished device inspection is performed to verify that the activities required in the device master record are completed, i.e. That all steps in the production process have been performed, including any in-process and final quality controls and to verify that the associated data and documentation is correct and complete. The device is sent to customer after it has been checked for proper operation, which allows to conclude that devices worked correctly at the time of dispatching the device.

Event description:
Manufacturer's ref.#: (B)(4).